Event description:
It was reported there was no coagulation, only the cut worked at very high temperatures. The user switched and used the handpiece with another generator and it worked fine. The console was used twice and the coagulation option would not engage. There was no pt injury.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The unit delivered rf energy correctly into the fixed resistors using a plasmablade 4.0 across all modes and power levels. Both tna handpieces functioned and output as expected across all modes and power levels. The reason for return could not be confirmed. The generator and both tna devices performed as designed. The e11 error does not support the claim that the generator does not coag. The unit passed final testing and was recertified for use.